Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient, who suffered a broken hip during an accident on an unknown date, was implanted with a synthes dhs/dcs (dynamic hip and condylar screw system) plate, a dhs/dcs lag screw, and four (4) screws (4.5mm cortex) on (B)(6) 2014. The patient has had pain at the implant site since implantation. Although there was an initial report what the site may have been infected, it was later reported that the surgeon stated that the site was never infected at any time. The patient was reported to have unbearable pain that progressively worsened over time until he was unable to walk 200 feet; subsequently, the plate was removed on (B)(6) 2016. The explanted devices were reported to be corroded. It is unknown at this time if there were any surgical delay or any additional medical intervention required during the revision surgery. The patients status is unknown at this time. This report is 3 of 6 for (B)(4).